Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient). (B)(4) - (incorrect or inadequate test result). Trouble shooting revealed a dirty cuvette drying tip which was replaced in order to resolve the issue.

Event description:
The customer stated that the architect analyzer generated higher than expected magnesium results from three patient samples. The initial results were more than 5 meq/l and they were flagged (> 5) by the instrument as higher than the critical limit of this assay set by the customer. The three patient samples were retested on another architect analyzer with expected results that were reported out with no impact to patient management. No specific data was provided regarding the repeat results from the three patient samples.

Manufacturer narrative:
Product evaluation was performed to investigate this issue. Trouble shooting indicated that daily maintenance was performed at 3 am by overnight shift, then magnesium was calibrated and controls were in range. About 70 samples were tested and the last 3 had results of more than 5 me/l. Csc walked customer through checking mixers and cuvette washer nozzles. On board solutions replaced daily. Probes calibrated by service the previous week. External water tank maintenance is up to date. Dryer tip was found dirty. Csc recommended customer change dryer tip, then perform weekly cuvette cleaning and repeat magnesium controls and patient samples. After cleaning dryer tip, the issue was resolved. The architect system operations manual lists multiple probable causes and corrective actions for erratic results. Categories for probable causes include damaged cuvette dry tip and hardware failures. Corrective actions include replacing the cuvette dry tip and contacting area customer support to resolve any hardware failure. The manual provides instructions on the removal, replacement, and verification of the cuvette dry tip. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer.